Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right common iliac artery. A 6.0mmx40mmx135cm sterling¿ was advanced for pre-dilatation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured due to calcification of the lesion. The device was removed completely from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.